Event description:
It was reported that the pump was dropped on concrete and shattered the touch screen. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A supplemental report will be submitted upon completion of eval.